Event description:
During bronchoscopy under fluoroscopy, the wang needle would not come back through the scope on the last pass. Md pushed the scope back in to see if the needle could be seen, but it could not. No evidence of bleeding at that time. Md pulled out the scope and bright red blood came out of mouth. Blood suctioned orally. Scope reintroduced and pt continued to bleed. Pulse and o2 saturation dropped. Pt intubated and code blue called. Pt transferred to msicu.